Event description:
Isr 5277443-x, baxter flo-gard 6301 infusion pump. This is a spontaneous report from a health care professional from the USA of device failure, overinfusion, cardiorespiratory arrest, subarachnoid hemorrhage and death in an male patient coincident with heparin sodium in 5% dextrose (premix 25,000 u/ 500 ml bag). In 2007, the patient was admitted through the emergency room (ed) with a diagnosis of gastroenteritis with nausea, vomiting and diarrhea. Treatment with reglan was initiated for nausea. The patient was also receiving oral coumadin since three days before, (dose unknown) following placement of cardiac stents due to a myocardial infarction which occurred the previous week. The patient was placed on intravenous heparin sodium in 5% dextrose 500 ml bag (indication not reported) at 24 ml/hr via a baxter flo gard 6301 infusion pump three days later, at 0637 while in the ed and was then transferred to the nursing unit. A ptt was drawn (time not reported) which indicated a critical value of 106. The heparin infusion was held for 1 hour (at 1400) per hospital protocol. The heparin infusion was restarted at 1500 at a decreased rate of 17.7 ml/hr. Two nurses checked the pump settings at the new rate of 17.7 ml/hr and placed the pump in a lock mode. The nurses were in and out of the patient's room frequently due to patient's complaint of nausea, vomiting and diarrhea. The pump did not alarm during this time. At 1900, the nurse visited the patient and noted that the heparin IV bag was "almost empty". The patient was non-responsive. The patient coded, resuscitation and fluids were begun and the patient was intubated. No vital signs were available for before, during and after the event. A CT scan of the brain was done the following day, at 0010. The results indicated the patient had acute hemorrhage in the left parietal lobe with intrusion into the subarachnoid space. All resuscitative efforts were stopped. The patient expired. No autopsy was done. The death certificate was not available. The hospital's biomedical manager stated that the pump was reportedly programmed to infuse the heparin at 17.7 ml/hr and actually infused at 117ml/hr. An investigation of the pump was initiated.